Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an anomaly during priming. The insulin pump did not alarm when it should have. Customer's blood glucose reading was 74 mg/dl. Customer mentioned that the insulin pump vibrated for 30 seconds and he does not know why. The customer also has trouble reading the insulin pump. Customer stated there was a large air bubble in the reservoir. The customer had rewound the insulin pump with the reservoir in place, which is known to cause this issue. Customer refused troubleshooting. Nothing further reported.